Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the patient implant records, the inferior vena cava filter placement was due to a history of dvt. No complications were reported. Per the medical records, medical history includes paroxysmal atrial fibrillation (a-fib), osteoarthritis, gunshot wound to left leg and deep vein thrombosis (dvt) after left leg surgery. The right hip osteoarthritis was treated with total hip arthroplasty. Post operatively, the patient had a right hip irrigation and debridement with revision of femoral head and acetabular liner, for hematoma and to rule out infection. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation of the vena cava by each of the filter struts. Per patient profile form (ppf), the patient reports perforation of the struts outside of the inferior vena caca (ivc) and tilt of the filer. The patient further reports mental anguish and fear. Approximately seven years post implantation, a CT revealed that the proximal pole of the filter is mildly tilted to the right and anteriorly with respect to the long axis of the ivc. There a perforation of each limb beyond the lumen of the ivc, and anterior limb abuts the posterior margin of the duodenum and a left lateral limb abuts the right lateral margin of the abdominal aorta. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to perforation of the vena cava by each of the filter struts. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately seven years and one-month post implantation. The patient reports perforation of the struts outside of the inferior vena caca (ivc) and tilt of the filer. The patient further reports mental anguish and fear that the filter might cause further damage as it has not yet been safely removed. Per the medical records, past medical history includes paroxysmal atrial fibrillation (a-fib), osteoarthritis, gunshot wound to left leg and deep vein thrombosis (dvt) after left leg surgery. The right hip osteoarthritis was treated with total hip arthroplasty. Patient had a right hip irrigation and debridement with revision of femoral head and acetabular liner, for hematoma and to rule out infection. Per the patient implant records, the inferior vena cava filter placement was due to a history of dvt. No complications were reported. Approximately seven years post implantation, a CT of the abdomen was done to evaluate the ivc filter. The scan revealed that the proximal pole of the filter is mildly tilted to the right and anteriorly with respect to the long axis of the ivc. There a perforation of each limb beyond the lumen of the ivc, and anterior limb abuts the posterior margin of the duodenum and a left lateral limb abuts the right lateral margin of the abdominal aorta.